Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reloaded cartridges and loaded new cartridges to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.